Event description:
The customer reported that the knife blade would not retract during a laparoscopic total colectomy. Oozing was also observed. The customer stated that the oozing was not caused by the issue with the knife blade. However, they did not have information on the exact cause of the oozing and how it was treated. A new device was opened to complete the case and there was no patient injury.

Manufacturer narrative:
(B)(4). The jaws were not stuck shut and the knife was not stuck in an advanced position. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and all seal cycles were completed satisfactorily. Covidien could not confirm the customer's report of the knife blade not retracting.